Event description:
It was reported that the right ventricular lead had increasing thresholds and decreasing sensing. Upon explant the lead was noted to have blood inside of it. The lead was explanted and replaced. It was noted that the patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. Visual analysis noted that there was a cut in the insulation (and blood ingress) which was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.